Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery was depleting quickly. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level. The customer declined to further troubleshoot with tandem technical support.